Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: h1. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified shutdown errors in logs related to corrupt video processer pcb (0040-00-0456) and fault codes 111/112. The fse replaced video board. During troubleshooting, the fse also replaced safety disk (0202-00-0140) due to pneumatic failure. Following recalibration and functional testing, the device was cycled on catheter for 36 hours after repair was completed with no further errors to report. Unit released back to clinical use. The video generator board was received and inspected by getinge. Visually, the board was found in good condition. When installed into the cardiosave test fixture, the unit worked correctly and did not shut down. The board was sent to the supplier for further analysis, which found that the part failed functional component testing and had a faulty u41 component (microchip touchscreen controller). Fault codes 111/112 are associated with a communication error between the components of the pump leading to shutdown of the pump. CAPA 284296 has investigated this failure and includes software upgrades (d.00/d.01) to mitigate this error code. Software implementation in the us is currently pending regulatory approvals. This failure mode is associated with field action 2249723-01/24/2023-002-c. CAPA 802446 has investigated display related failures and will implement a redesigned video generator board including a new u41 chip.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit shut down. There was no reported injury.